Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received, a follow-up report will be submitted.

Event description:
A patient reported a headache with a pain level of 7/10 after a superdimension enb procedure. It was reported not related to device, impossible to determine if related to procedure. The patient was treated with tylenol. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.